Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a crack on suction connector, water tightness was lost; due to a pinhole on the bending section cover, water tightness was lost; control unit, scope connector cover, and suction connecter were sticky due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; an abnormal sound was made due to damage on angulation lever; connecting tube had a dent; and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: kindai university educational corporation kinki university nara hospital (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an air leak from the connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had coat peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, coating on the insertion tube peeling was likely caused by external factors or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.